Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. It was reported that the lot number could be 24049612, 23798260, or 23777870. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not detach from the catheter. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.